Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted successfully on an unknown date, with no patient complications. The patient was diagnosed with breast cancer and had to undergo a series of chemotherapy and radiation treatments. The physician discovered that a small part of the mesh had eroded, and the patient underwent a procedure to remove the exposed mesh. No estrogen cream was provided due to the patient's existing condition. The patient was reportedly fine following the revision procedure. No further information has been provided to date. If further relevant information is obtained, a supplemental report will be submitted.